Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. During the procedure the applicator was broken. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? Do not have the lot number. Please specify which part of the device was broken (pre-filled syringe or the dual applicator tip)? We believe the right lure lock may have even tightened to tight hence the right side had product leaking out. Was the product found to be broken inside its packaging? Not sure. Or was the product broken while in use? When going to use, the issue was noticed. Are there pictures of the damaged device available? No and the product wasn¿t saved to see the device. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.